Manufacturer narrative:
One 3.6mm bone screw, variable, selftapping, 14mm (184.114) was returned for evaluation. Visual inspection of the bone screw reveals minor wear from intra-operative usage. Per requirements on the inspection sheet 184114ins (rev. H), the bone screw passes all dimensional and functional specifications; signaling no inherent issue dimensionally or functionally. Standard distraction and trialing was performed during the procedure. An awl and drill were used to prepare each bone screw hole, drill sizing and depth is unknown. No tapping was performed. It was stated that the set screw positioner, 2.0mm hex, torque limiting (650.312) was audibly and tactically felt to torque out, however it was not visual confirmed if the set screw on the spacer was fully blocking the bone screws. It was also noted the patient had poor bone quality, and there was no reports of post-operative fall or injury. This evaluation determined that this failure was within expected risk, which is low. Therefore, no further actions will be taken at this time.

Event description:
It was reported that a revision was needed due to a coalition screw having backed out. This event occurred in japan.